Manufacturer narrative:
It was reported that, "scalpel blade broke off in patient, mount for blade to handle broke". The customer contact stated, "the scalpel broke off in the patient while cutting tissue and had to be removed". No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that, "scalpel blade broke off in patient, mount for blade to handle broke". The customer contact stated, "the scalpel broke off in the patient while cutting tissue and had to be removed".